Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The steel pin in the top of the brush head was half way out [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that she used an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, and when she removed the oral-b brush head, version unknown, from her mouth the steel pin in the top of the brush head was half way out of it. No symptoms developed. On 24-feb-2016 received follow-up: the consumer reported the type of brush head used was oral-b precision clean. She reported she changes the brush head about every 6 weeks, and the toothbrush had never been dropped. No symptoms developed.